Event description:
Olympus thunderbeat open fine jaw handpiece kept alarming and would not operate. Replaced by company representative with another "like" device which functioned without incident for the remainder of the case.